Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a non-bsc guidewire, a 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, upon inflation, it was noted that the contrast media was leaking. The device was removed and it was confirmed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole at the proximal edge of the distal markerband. Tactile and microscopic inspection revealed kinks in the shaft 21.5cm and 22cm from the tip of the device. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a non-bsc guidewire, a 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, it was noted that the contrast media was leaking. The device was removed and it was confirmed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.